Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "particles in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: missing shell, the device were broken shell, fold creases, wear abrasion, brown particles in the fill channel, and one curved opening. A microscopic analysis and leak test were performed which identified one opening crease sharp, two striated opening and broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening, a striated edge broken in the side anterior assessed as surgical damage, two openings striated in the side posterior assessed as surgical damage, missing shell assessed as inconclusive, the brown particles were removed by the air during the leak test process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "particles in valve". Device has been explanted.